Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock right ventricular (rv) lead impedance measurements, above 200 ohms. No adverse patient effects were reported. This rv lead remains in service.